Event description:
It was reported that during a radio frequency ablation procedure to treat atrial fibrillation (a fib) using an intellanav mifi open-irrigated ablation catheter there was not sufficient irrigation. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.

Event description:
It was reported that during a radio frequency ablation procedure to treat atrial fibrillation (a fib) using an intellanav mifi open-irrigated ablation catheter there was not sufficient irrigation. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension was separated from the luer fitting joint of the catheter handle. The reported allegation of irrigation failure was confirmed, and the root cause for the occlusion was traced to device design. Separated tubing would prevent irrigation fluid from entering the catheter and proper irrigation would be unable to occur.